Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that upon interrogation, high impedance and noise was found. Device is implanted subpectorally. Scarring and fibrosis encapsulating the device is suspected. Dft testing to test the hv integrity of the device was recommended.